Event description:
During a pulm. Rehab session pt on stress test experienced low spo2 levels when oxygen cylinder ran out of oxygen. Contents gauge showed inaccurate pressure resulting in cylinder tank running ot of oxygen before completion of test.

Manufacturer narrative:
Gauge showed an inaccurate pressure as pressure in cylinder tank was reduced. Cause: decal ring was assembled without adequate deburn and required preset process during assembly. Previously issued corrective actions has prevented events since they were put into place. Add'l steps: ecn on user instructions and transfiller instruction clarifying and modifying checks on function of gauge to check for damage and/or function and calibration.